Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver boot tests were performed and failed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. The probable cause could not be determined. No injury or medical intervention was reported.